Event description:
The complainant alleged that the medics were unable to obtain a pt's (age and gender unknown) ECG trace. The medics were using a three lead cable. The complainant indicated that there was no error message on the screen while using the multifunction cables, and the unit's monitor screen only displayed a dotted line for an ECG trace. The unit would not capture the pt's heart rate. There is no indication of any adverse effect on the pt.